Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), irritable bowel syndrome ("ibs"), migraine with aura ("ocular migraine"), inflammation ("inflammation"), vaginal cuff dehiscence ("cuff still tore") and infection ("infection"). The patient was treated with surgery (lavh, bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, irritable bowel syndrome, migraine with aura, inflammation, vaginal cuff dehiscence and infection outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, infection, inflammation, irritable bowel syndrome, migraine with aura, uterine perforation and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), irritable bowel syndrome ("ibs"), migraine with aura ("ocular migraine"), inflammation ("inflammation"), vaginal cuff dehiscence ("cuff still tore"), infection ("infection") and dental caries ("my molars are basically rotting from the inside out"). The patient was treated with surgery (lavh, bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, irritable bowel syndrome, migraine with aura, inflammation, vaginal cuff dehiscence, infection and dental caries outcome was unknown and the dyspareunia had resolved. The reporter considered dental caries, dyspareunia, infection, inflammation, irritable bowel syndrome, migraine with aura, uterine perforation and vaginal cuff dehiscence to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : my molars are basically rotting from the inside out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: my molars are basically rotting from the inside out and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), irritable bowel syndrome ("ibs"), migraine with aura ("ocular migraine"), inflammation ("inflammation"), vaginal cuff dehiscence ("cuff still tore") and infection ("infection"). The patient was treated with surgery (lavh, bilateral salpingectomy, essure removal). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, irritable bowel syndrome, migraine with aura, inflammation, vaginal cuff dehiscence and infection outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, infection, inflammation, irritable bowel syndrome, migraine with aura, uterine perforation and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter, events: cuff still tore, infection were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), irritable bowel syndrome ("ibs"), migraine with aura ("ocular migraine") and inflammation ("inflammation"). The patient was treated with surgery (lavh, bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, irritable bowel syndrome, migraine with aura and inflammation outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, inflammation, irritable bowel syndrome, migraine with aura and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: outcome for the event "dyspareunia" added as recovered resolved. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), irritable bowel syndrome ("ibs"), migraine with aura ("ocular migraine") and inflammation ("inflammation"). The patient was treated with surgery (lavh, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dyspareunia, irritable bowel syndrome, migraine with aura and inflammation outcome was unknown. The reporter considered dyspareunia, inflammation, irritable bowel syndrome, migraine with aura and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- uterine perforation, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.